Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a combi set blood leak occurred at a hemodialysis (hd) user clinic. Additional information was obtained through follow-up with the facility administrator (fa) and a patient care technician (pct) from the clinic. It was reported that the saline line separated at the end of a patient¿s hd treatment, as their blood was being reinfused. The saline line separated from the ¿t¿ connector. The pct was at the station when this occurred, and they were able to immediately clamp off the lines once they noticed the issue. There were no alarms from the machine. There did not appear to be any loose connections leading up to the event, and no leaks were noticed during the priming phase. Additionally, there were no changes or disruptions in pressure that could have contributed to the failure. It was reported that the patient¿s treatment was completed. Only a drop of blood leaked out. Per the pct, the estimated blood loss (ebl) was maybe 1ml. It was confirmed that there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combi set was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, a photo depicting the separation was provided for review.